Event description:
Caller reported that t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by using non-tandem charging supplies and was informed by technical support that tandem does not recommend such supplies unless for troubleshooting purposes. Customer acknowledged and understood, and a replacement tandem wall adapter and charging cable were sent via two-day shipping. Pump began charging, and no further assistance was required.